Manufacturer narrative:
The customer's report that the male luer spin collar cracked and leaked was confirmed. Visual inspection revealed that the spin collar was cracked and was not installed on the male luer when received. Functional testing could not be performed due to the damage. The most probable cause of the crack is a supplier issue.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the male luer spin collar cracked and resulted in leaking during patient infusion in the nicu. There was no patient harm. The customer stated that no instruments are used to tighten the luer locks, and that the users do not over tighten them.